Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image. The issue was identified during set up before the patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image appears, cable malfunction, damaged gasket, cracked cover glass and image abnormality. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.